Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutting down. The customer's blood glucose was 147 mg/dl. The customer continued to use the pump for insulin therapy.